Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 470 mg/dl. The customer began experiencing high blood glucose levels the day before the event. The caller stated that the customer was not comfortable with the insulin pump, and requested a replacement. The caller was unable to troubleshoot at the time of the call. Nothing further was reported.